Manufacturer narrative:
Ventec evaluated the device and downloaded its electronic records where it was confirmed that the device had alarmed for patient circuit disconnect and low inspiratory pressure. However, ventec was unable to duplicate the reported issue despite extensive testing. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device alarmed during use. The device continued to ventilate the patient and there was no patient harm as a result of the reported issue. Upon evaluation of the device, ventec downloaded its electronic records and observed that it had alarmed for patient circuit disconnect and low inspiratory pressure.